Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch ultramini enhanced meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged issue started at an unspecified time on (B)(6) 2014. It is not known what medication, if any, the patient takes to manage her diabetes. The patient stated that she continued with her usual diabetes management routine in response to the alleged issue. The patient claimed, ¿a few hours¿ after the alleged issue occurred, she began to feel ¿thirsty¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The csr walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.